Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The following information was provided: spacelabs monitor is frozen. The biomed installed a loaner unit to resolve the immediate issue. The device was repaired on site by the biomed by replacing the display assembly. The customer was unable to provide additional information about this event.